Manufacturer narrative:
This is a report of use error in which the patient did not secure the connection between the supply bag and the heater line. This is a known cause of the reported se2240. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during use. Per the patient there were no signs of air in the lines. The patient stated that line became disconnected from the third bag and the heater line. The patient stated that they did not tighten the line to bag tight enough which caused the system error 2240 alarm. The patient stated there were no issues with the line or the bag. A baxter technical service representative (tsr) cleared the error and informed the patient of the error's meaning and how to clear it. The patient would disconnect and continue therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.